Manufacturer narrative:
Device evaluation by manufacturer: a field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing error logs and was able to reproduce error by attempting a wash prime. Fse performed a test on the bf probes and found that probe 3 and 4 were not dispensing wash during prime. Fse rebuilt the wash syringe and now wash fills and aspirates from probe 3 and 4, but failure reoccurs. Fse adjusted sensitivity on probes 3 and 4 with success. Fse successfully completed prime without error, performed quality control run without error and results were within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: (B)(4). Cause: the overflow sensor failed to detect liquid even after the washer was purged. Solution: air may be trapped in the washer tubing. Purge any remaining air by performing the priming. Operation and check for the presence of air in the washer tubing. If retry fails, contact tosoh service center or local representatives. [2242] b/f probe 4 purge failure. Cause: the overflow sensor failed to detect liquid even after the washer was purged. Solution: air may be trapped in the washer tubing. Purge any remaining air by performing the priming operation and check for the presence of air in the washer tubing. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event was due to bf probe 3 & 4 needed sensitivity adjustment.

Event description:
A customer reported getting error messages "2241 b/f probe 3 purge failure" and 2242 "b/f probe 4 purge failure" on the aia-2000 instrument. Technical support specialist (tss) instructed the customer to perform a prime and inspect the wash probes during the prime, the customer confirmed that no wash solution is arriving at the probes. The customer is unable to process sample runs, the instrument is down. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.